Event description:
The hcp reported the catheter was found to be wound up in the pt's abdomen. The catheter was explanted and replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional info is received.